Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the device involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and identified error 23003 which signifies a joint position limit involving usm1. No image or video clips for the reported event were submitted by the customer for review. A review of the site's complaint history identified no other complaints related to this product/event. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the site experienced a power outage and as a result, a system error involving usm1 was generated. The customer was able to recover from the fault with no patient injury. However, since the hospital's generator was not working properly, the surgeon made the clinical decision to convert to open surgery in the event of another power outage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a power outage occurred at the site. As a result, the system generated the following message associated with 0universal surgical manipulator #1 (usm1): ¿arm not ready, remove instrument to continue.¿ the error occurred while an unspecified instrument was grasping an ovary. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the live logs and did not note any associated errors. The surgeon was reportedly concerned that removing the instrument from usm1 may cause an injury by potentially scraping the patient¿s anterior abdominal wall. It is noted that the arm had pushed onto the anterior abdominal wall. It is unclear if the surgical staff attempted to use an instrument release kit (irk) to remove the unspecified instrument. The surgeon was however, able to remove the instrument from usm1 using an unspecified laparoscopic instrument. The ovary was removed as planned. The system then displayed ¿recoverable fault 23003¿ on usm1, axis 2. The customer recovered the fault and the system completed its self-test and ¿the da vinci is ready¿ message was heard. Since the hospital generator was not working properly, the surgeon made the clinical decision to convert the procedure to open surgery in the event of another power outage at the site. After the procedure, an isi field service engineer (fse) verified that the da vinci system was working with no issues.